Event description:
It was reported that while advancing the last coil into the aneurysm, the previous implanted coil herniated out into the parent artery and a portion of it stayed in the aneurysm. A neuroform stent was placed to secure the coil. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation.